Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: exact event date is unknown. Event date of first day of the month the study was conducted was used. Citation: hiroaki, s., ara, k., takahiro, m., yuuta, t., masato, o., isao, t., gacku, k. (2025). Efficacy and safety of pvp for benign prostatic hyperplasia (bph) over 80 ml, 112th annual meeting of the japanese urological association (general poster 38), 1.

Event description:
It was reported to boston scientific via the 112th annual meeting of the japanese urological association meeting that a study was conducted in order to study the efficacy and safety of photoselective vaporization of the prostate procedure (pvp) for benign prostatic hyperplasia (bph) with a prostatic volume greater than 80 ml. Between july 2019 and august 2023, the study consists of 151 patients who underwent pvp using green light xps. There were 35 patients in the group with a prostate volume of 80 ml or more (large group) and 109 patients, whose prostate volume was between 30 ml and 80 ml (middle group), who were used for comparison. Adverse events included urinary tract infection with fever 8 cases for the large group, 12 cases for the middle group, temporary urinary retention 2 cases for the large group, 4 cases for the middle group, prostate perforation 0 cases for the large group, 3 cases for the middle group, postoperative hemorrhage for 1 case for the large group, 2 cases for the middle group and reoperation: 2 case for the large group, and 3 case for the middle group. No further patient complications were reported.